Event description:
A report was received that the patients ipg was no longer charging. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 device evaluation indicated that the ipg passed all test performed and revealed no anomalies.

Event description:
A report was received that the patients ipg was no longer charging. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.